Manufacturer narrative:
Additional information: section a: patient information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A scratched/defective dfw150 model intraocular lens (iol) was noted following it's implantation in the patient's operative eye. The dfw150 iol was explanted in a secondary surgical procedure and replaced with another dxr00v 22.5 diopter iol. There was no incision enlargement, no procedural delays, no sutures, and no vitrectomy during the lens exchange procedure. No medical attention was required and no medication was prescribed (outside of standard care). There were no daily activities that the patient could not perform that they were able to prior to the surgery. Patient status was reported as fully recovered. The iol directions for use were followed. Patient information cannot be provided due to data privacy legislation. No further information is available.